Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The detached cutting knife was returned for investigation. The broken portion was scorched and melted. The cutting knife of the device side was broken at the distal end of the tube. The broken portion of the cutting knife was scorched and melted. The outer diameter of the cutting knife was measured. The result indicated no abnormalities. The length of the coated portion of the cutting knife, and the cutting knife itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting knife were not confirmed. The manufacturing record was reviewed and found no irregularities. It can be inferred that the distal end of the cutting knife had melted due to electric discharge. Therefore, an incision of the tissue could not be performed. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. - the cutting knife had not been kept on moving. - the length of contact between the tissue and the cutting knife was short. - the output activation time was long. - the setting value for the output activation was high. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the subject device output 3 times, but the incision could not be made, a part of the inner cylinder broke and pierced the papilla during a endoscopic duodenal papilla incision procedure. The procedure was discontinued due to patient safety. On july 12, 2021, additional information was obtained as follows. Procedure information: b-ii case of postoperative ercp. Previously, sif-h290s was used, but pcf-h290i was used in the procedure because the treitz ligament was hard and it was difficult to adjust the position of the scope. It was difficult to approach the papilla because there was a fold in front of the papilla and it was not a lateral endoscope. After the knife broke, a tube stent was inserted to finish. Details of the event: when user facility tried to make a papilla incision with the subject device, it sparked about 3 times and the papilla could not be incised, the inner cylinder of the subject device broke and the tip of the knife stuck in the nipple, so biopsy forceps collect the knife stabbed in. No treatment was performed because there was no bleeding of the papilla. The doctor states that the knife may have come out from the tip of the scope longer than usual.